Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that the battery compartment was broke. The customer stated that the area that is broke just started crumbling and it kept breaking piece by piece. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call that they had high and low blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. Customer stated that she was running high and low blood glucose due to pump being broke. Customer declined to troubleshoot for the high and low.

Manufacturer narrative:
The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. The insulin pump was received with cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube and missing the end cap sticker. Also, had a broken off battery tube threads however, a test battery cap fit with battery tube threads.